Manufacturer narrative:
Concomitant medical products: product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that he was in a car crash in (B)(6) 2014 and messed up his back, and hadn't been the same since. Ever since he had his first pump replaced he had been having issues with not having any symptom relief. The healthcare professional (hcp) decided to try and do a catheter revision in (B)(6) 2017 to try and move the catheter down or to move it an inch or 2 over. The patient had too much scar tissue and the revision didn't help. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to the event date. Correction to the event description to include additional information contained in the initial report to the manufacturer. Further investigation determined possible correlation between the serious injury and the additional non-serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not getting any symptom relief. He continued to have spasticity and legs were "real bad." The patient's baclofen and clonidine were still not helping with his symptoms. The patient did not know the dose or concentration but he was on a high concentration level. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that he was in a car crash in (B)(6) 2014 and messed up his back, and hadn't been the same since. Ever since he had his first pump replaced he had been having issues with not having any symptom relief. The healthcare professional (hcp) decided to try and do a catheter revision in (B)(6) 2017 to try and move the catheter down or to move it an inch or 2 over. The patient had too much scar tissue and the revision didn't help. No further complications were reported.

Manufacturer narrative:
Correction to event date. If information is provided in the future, a supplemental report will be issued.